Event description:
It was reported there was an infection at the pocket site. Health care provider requested further information on how to address. Follow up reported the health care provider had not decided on how to proceed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# va022q8, implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).